Event description:
Customer reported the system was displaying error messages. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer and related pcbs. System operates as intended.